Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were several stent struts starting from the center extending to the distal stent struts pulled distally towards the tip. The stent struts were distorted and raised from balloon profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. There was no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was a moderately calcified and moderately tortuous mid left anterior descending artery (lad). A 2.25 x 38mm synergy¿ stent was selected for use. Upon removal of the stent protector during preparation, it was noted that the stent was stretched to the distal direction. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was a moderately calcified and moderately tortuous mid left anterior descending artery (lad). A 2.25 x 38mm synergy¿ stent was selected for use. Upon removal of the stent protector during preparation, it was noted that the stent was stretched to the distal direction. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.